Event description:
Unspecified alarms occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback. The disposable cartridge was discarded and not available for eval. The actual alarm and cause of the alarm could not be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.